Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with pocket manipulation and isometrics. The bipolar lead impedance had declined from 430 ohms in 2008, to 297 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.